Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from chinese to english: at 15:29 on october 19, 2023, before treating the patient, it was found that there was a foreign object in the insulin syringe needle and it could not be used normally. It was replaced immediately and the patient was treated without being affected.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from chinese to english: at 15:29 on (B)(6) 2023, before treating the patient, it was found that there was a foreign object in the insulin syringe needle and it could not be used normally. It was replaced immediately and the patient was treated without affecting.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.